Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va0wrwb, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: neu_stimloc_acc, explanted: (B)(6) 2016, product type: accessory. Product ID: neu_burrholecap, explanted: (B)(6) 2016, product type: accessory.

Event description:
A health care provider (hcp) reported that the patient had wound dehiscence and an (B)(6) infection. The patient had been having issues with the left frontal wound for the last few months. The problem was thought to be resolved until the patient met with the hcp on (B)(6) 2016 and the wound dehiscence was found. It was clear the patient was not going to heal as the dehiscence was approximately a centimeter in width, which would require wound debridement as well as complex wound closure and possibly a rotational skin flap. A revision was done and the system was explanted. The patient had wide to dehiscence overlying the stimloc and lead. There was no purulence or drainage and low-tension skin closure could be accomplished. There was no evidence of infection or csf leakage in the stimloc area. During the revision the stimloc was removed and the distal end of the lead was cut allowing the rest of the lead to retract into the scalp. The wound was then closed and the patient was taken to the recovery room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.